Manufacturer narrative:
As of 08/21/2009, the handpiece has not been returned for eval. The most likely cause for this event is incorrect loading of the blade.

Event description:
It was reported by the sales rep that during a case, the surgical nurse loaded the blade into the handpiece incorrectly and the blade flew across the room. There were no reports of any adverse pt or user event associated with this malfunction.